Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm from the night before. The tsr asked the cg if they start over with new supplies. The cg stated no. The tsr explained that they will assist with ending the therapy and recommended the cg contact the rn. The cg stated okay, and hung up. The tsr called the cg back and asked the cg if they would like assistance with ending the therapy. The cg stated the homechoice is off and they are fine. The tsr asked the cg if they would like assistance with getting the set out. The cg stated no. The tsr recommended the cg contact the rn. The tsr assisted with troubleshooting. There was no serious injury or medical intervention reported. This writer made repeated unsuccessful attempts with the nurse at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the caregiver, who stated the supplies were reused after ending therapy. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.